Manufacturer narrative:
Brake pedal. During investigation, it was determined that the brake pedals had broken off due to customer misuse which was admitted by the user facility.

Event description:
It was reported that the brake pedals have broken off. No adverse consequence reported. It is unknown if the units have been repaired.